Event description:
It was reported when using the bd vacutainer® blood transfer device holder with female luer adapter the holder broke a the luer access. The following information was provided by the initial reporter. The customer stated: "the transfer device "exploded" while transferring blood from a syringe to a vial. Blood went everywhere including onto the face of our employee causing a bbp exposure."

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples, but 1 photo was provided for investigation. The photo was reviewed and the indicated failure mode for hub breaks off was observed. Additionally, 36 retention samples from bd inventory were evaluated by visual examination and issues that could lead to the hub breaking off were not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode hub breaks off. Bd was not able to identify a root cause for the indicated failure mode.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® blood transfer device holder with female luer adapter the holder broke a the luer access. The following information was provided by the initial reporter. The customer stated: "the transfer device "exploded" while transferring blood from a syringe to a vial. Blood went everywhere including onto the face of our employee causing a bbp exposure."